Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-30400.

Event description:
It was reported that the insulin pump alarmed motor error, which was previously reported. The nurse stated that she had another insulin pump that she wanted to use with the patient so that she did not have to revert to manual injections. The nurse stated that replacement insulin pump was forcing a rewind. The insulin pump alarmed two errors. Advised that the insulin pump had experienced an unexpected restart. The device passed the self test. The customer stated that no insulin came out when she tested it to see if it had recorded in the history. The nurse stated that insulin did come out when the tubing was primed, but the customer stated that no insulin came. Advised to remove the reservoir, rewind the insulin pump, and reprime. Nothing further reported.